Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was error "cassette not properly attached." There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Review of the event history log (ehl) showed cassette not attached properly errors. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.